Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated information reported. This report is for one unknown - screws: nail distal lock. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
3/21/2019: update it was further reported that on (B)(6) 2019 an x ray showed that the fracture is united in a satisfactory position. Reduction is fine and the distal locking screw slid as intended.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: actual device was not returned. Visual inspection performed at customer quality (cq) of the complaint device in provided images confirmed the condition of a screw that backed out/migrated, which agrees with the reported complaint condition. The image shows that the distal locking screw has backed out slightly with respect to the nail and femur. The complaint is confirmed. DHR review: a review of the device history records was unable to be performed since the lot number is unknown. Document/specification review: the exact femoral nail system used could not be definitively determined based solely on the provided information. Therefore, an applicable design review for the distal locking screw family involved in the event could not be performed. Investigation conclusion: a definitive assignable root cause for the distal locking screw backing out could not be determined based on the provided information. This complaint is confirmed however, no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown screw. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a distal locking screw wormed out. Static locking hole was used. Patient does not want any surgery done. Patient outcome is unknown. This report is for one (1) unknown screw. This is report 1 of 1 for (B)(4).